Event description:
It was reported that during an implant procedure, the catheter broke in half midway down during slitting leaving the distal piece lodged. The catheter and the lead were removed to retrieve the distal piece. The lead was placed using another catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.